Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3a endoleak was confirmed from the medical records and the sac growth was unconfirmed. This is moderately consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. However, the following contributing factor to the type 3a endoleak was noted that there was clear inadequate proximal overlap at 10-20mm. The final patient status was reported to be stable post the secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b2: outcomes attributed to adverse events has been updated . B5 describe event or problem. G4 awareness date . H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft, a vela suprarenal proximal extension, and a limb stent graft. Approximately five (5) years post initial procedure, the patient presented at routine follow-up with a type iiia endoleak and aneurysm enlargement (unknown diameter). The physician plans to re-intervene and the patient is reportedly in stable condition. Additional information: a re-intervention was completed. The physician elected to implant an alto main body, ovation prime fill polymer, and three (3) ovation ix iliac limbs (one on the right side and two on the left side). The final patient status was reported to be stable post the secondary endovascular procedure.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft, a vela suprarenal proximal extension, and a limb stent graft. Approximately five (5) years post initial procedure, the patient presented at routine follow-up with a type iiia endoleak and aneurysm enlargement (unknown diameter). The physician plans to re-intervene and the patient is reportedly in stable condition.